Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided ascites drainage catheter placement procedure by using navarre drainage catheter. It was reported that prior to the procedure, the length of trocar needle was allegedly longer than catheter. The procedure was completed using another device. No patient involvement was reported.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided ascites drainage catheter placement procedure by using navarre drainage catheter. It was reported that prior to the procedure, the length of trocar needle was allegedly longer than catheter. The procedure was completed using another device. There was no patient involvement.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation. Two electronic photos were provided and review. The first photo shows the complete view of the catheter. Stylet was not noted into the catheter. The second photo shows the complete view of catheter along with partially loaded stylet. The length cannot be verified from provided photo and without physical sample. Therefore, the investigation is inconclusive for the reported length of the trocar needle being longer than the catheter issue for both the devices as it is not sufficient enough to determine whether the product did not meet specifications. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.